Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced; however, a conclusive cause for the reported difficulties could not be determined. A review of the lot history record for the reported lot did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no related incidents. There is no indication of a product quality deficiency.

Event description:
It was reported that after predilatation was performed, a promus stent was implanted in the left anterior descending artery. It was noted that the stent was not expanded fully. There was no resistance noted during advancement/retraction of the stent delivery system during use in the patient. A non-abbott balloon was used to post-dilate the balloon to fully deploy the stent. There was no reported clinically significant delay in the procedure. The patient is reported to be well. No patient adverse effects were reported. No additional information was provided.